Event description:
It was found during a baxter evaluation that a pump has false upstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and evaluated. The evaluation experienced false upstream occlusion alarms caused by cracks in the upstream sensor tail pins. The failed upstream sensor was replaced.